Manufacturer narrative:
H10: the customer declined service activity and repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting the v60 ventilator would not power on. The device usage was not provided. There was no report of harm. The biomed engineer (bme) reported a defective power supply was the cause and requested onsite service for correction.